Event description:
It was reported through the patient outcome that the patient passed away due to an embolic stroke. Additional information was received that the were no changes to patient condition or anticoagulation status that may have contributed to their stroke. The stroke was treated with intracerebral angiogram with super selective microcatheterization of the m2 division left middle cerebral artery with subsequent aspiration thrombectomy of the left distal m1 and m2 vessels. The death was reportedly not considered to be device related and it operated as expected. No device was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.